Event description:
It was reported that when using the pyxis anesthesia system the machine was slow and sluggish. The customer reported that they have tried rebooting but the was still persisting. The customer stated that this malfunction delayed for a couple of minutes issuing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the machine was slow and sluggish. The technical support specialist reupdated the rss 4.12 and rss component manager manually and reconnected the ethernet cable to resolve this station performance issue. The system functioned as intended after the technical support specialist troubleshooted the device.